Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device did not start after the blood sample was applied to the test strip. The customer was unable to monitor their blood glucose and became hyperglycemic with symptoms of dizziness, headache, and a loss of consciousness. The customer was seen in a hospital where insulin (type/dose unknown) and serum via IV were administered for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated to the case awareness date as the previously submitted information was deemed invalid. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed the date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device did not start after the blood sample was applied to the test strip. The customer was unable to monitor their blood glucose and became hyperglycemic with symptoms of dizziness, headache, and a loss of consciousness. The customer was seen in a hospital where insulin (type/dose unknown) and serum via IV were administered for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.